Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose value at time of incident 600mg/dl and current blood glucose value was 318mg/dl. The customer was treated with pump and injection. The customer was wearing the insulin pump during the hospitalization. Customer stated that drive support cap appeared normal. Customer was assisted with performing high pressure test and no delivery alarmed. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.088520 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.